Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected restart alarms were noted. No damage was found on the interface board. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. Customer has received 2 times for unexpected alarm during normal use of his pump. Customer had to reprogram date settings and perform a rewind process again. Customer was advised that the pump will be replaced and revert to backup plan until replacement arrives.